Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tpo140, serial number/date (B)(4) is approximately one year old. The consumer is (B)(6) tall male and weight (B)(6). However, age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
On (B)(6) - the dealer reported that the tpo140 portable concentrator had no power getting into the unit due to the plastic dc adaptor tip had melted. There was no patient injury reported.